Manufacturer narrative:
Sorin group (B)(4) manufactures the s5-system. Model# corrected to 48-40-00.

Event description:
(B)(4). Customer stated that b-care5 would not retain stored values. I was able to reproduce error. Flashed unit and cleared nvmem, unit appears to be operating correctly now. Customer no notify if problem returns.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s5 system did not save any measured values during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative reproduced the reported issue on the b-care5. The software was upgraded and an nvmem clear was performed. Further testing did not identify further issues. A functional verification was successfully performed and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s5 system did not save any measured values during a procedure. There was no report of patient injury.